Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 6/16/2025 corrected information: b1, h1 - upon review, this event no longer meets malfunction reporting criteria. This medwatch report is no longer reportable. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported in (B)(6) 2025 an incorrect pictogram/image of the needles is printed on the paper carrier. No patient involved. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 6/13/2025. H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The following information was received: additional info has been submitted by the sales rep to further explain the issues about the product labeling, especially for prolene and ethibond multipak. Attached you will find a video from the sales rep explaining the issue. For vicryl the number of sutures are labeled on the foil and the paper relay, but for ethiobind and prolene there is no information on the foil package that multiple needles are in the package. I included also a translation of the transcript to better understand the video. In addition the customer provided their sop about "counting the products" after surgery just for references. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. D4: device is not distributed in the united states, but is similar to device marketed in the USA. Therefore, (01)gtin is not available.